Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   Additional information was requested, but no further information is available.. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was unable to tolerate trifocal optics "can't see near or far". The iol was exchanged and replaced with another iol. Additional information was requested, but no further information is available.